Event description:
The pt (B)(6) received a trial scs system on (B)(6) 2012. It was reported during the procedure, invalid impedances were identified. The trial was completed using a new lead and effective stimulation was achieved post-operatively.

Manufacturer narrative:
Eval: results: the complaint was confirmed for invalid impedance. As received, the lead was returned undamaged without any visible anomalies. Channel 7 failed continuity and stress testing. Destructive testing revealed that the electrical open was isolated to the 7th electrode on the stimulation end. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.